Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii adapter / connector was defective / damaged on (B)(6) 2025, at 09:05, a nurse discovered a leak at the connection point of the end cap of an intravenous catheter while administering an IV to a patient. Upon inspection, a crack was found at the connection point of the end cap tube. After replacing the end cap, the catheter functioned normally without any further leaks.

Event description:
No additional information is available.

Manufacturer narrative:
A complaint history check was unable to be performed since no material, lot/batch number was provided. A device history record (DHR) review was unable to be performed since no material, lot/batch number was provided. Retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.